Event description:
A pt reported that she was originally skin tested (date unk) with negative results. The pt had multiple collagen treatments without event. In 1999, the pt was treated with in the both cheek area distal to the nasolabial folds for acne scars. Later in 4/1999, subsequent to the treatment, the pt noticed redness at the treatment sites. The pt denied swelling or firmness at the treated sites. The pt consulted allergist (exact date unk) who prescribed topical diprolene and a cortisone injection. The pt stated the physician believed the symptoms to be hypersensitivity-related. As of 6/2/99, the pt stated the symptoms continue.